Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm (alarm 4) occurred and pump unexpectedly shut off. After charging pump, it turned on. Customer reloaded the same cartridge and insulin delivery was resumed. Customer's blood glucose was 315 mg/dl.